Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The indications for use were chronic low back pain and spinal pain. The healthcare provider reported that the patient came into the hospital today, (B)(6) 2017 after a fall and alleged the pump might be malfunctioning and delivering too much medication. Per the reporter the patient had fallen and this has happened before in the past but did not have further information about the event. The healthcare provider wanted to know how to stop the pump and was not certain he had access to an 8840 clinician programmer. Options were reviewed to get a company representative to come out with a clinician programmer to interrogate the pump, use cardiac magnet to momentarily stall the pump or to empty the pump reservoir. The healthcare provider stated that the managing healthcare provider was close enough to their facility so he would contact the managing healthcare provider and let them take care of it. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthacare provider who reported that was unknown when the patient experienced the alleged fall, but stated that it was likely either the day of the report or the night before. The healthcare provider stated that a magnet was secured over the pump and a narcan drip was performed, though the healthcare provider stated that they were unsure what was in the pump and that it might have been baclofen. According to the healthcare provider, the patient's pump managing physician was called in to examine the pump. It was unknown what happened after that, the healthcare provider did not know the cause of the malfunction and pump "delivering too much medication". The healthcare provider stated that they were not sure that was even the issue. The healthcare provider guessed that the patient's weight was (B)(6). No further patient complications reported.